Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during preparation of the centrimag system, when the console was switched on all internal tests ran without issues and the console was in ready mode. When the pump was inserted for the deairing phase of circuit preparation, the pump did not start and a m4 was initiated. The primary console was restarted, but the alarm continued. The unit was removed and the backup was used. Console MFR #: 3003306248-2023-01943. Motor MFR #: 3003306248-2023-01944.

Manufacturer narrative:
Manufacturer's investigation conclusion: the returned centrimag flow probe, serial number (B)(6), was evaluated due to the reported event of the centrimag system not starting properly with an active m4: motor alarm. The flow probe was tested at the european distribution center (edc) along with the other returned centrimag equipment (motor l06411-0007, and console l06583-0009), where the cause of the event was determined to have been related to an issue with the motor; this will be addressed in the motor investigation. The returned centrimag flow probe was functionally tested at the edc and was found to perform as intended. A log file was extracted from the console and did not show any atypical events indicating an issue with the flow probe. The serviced and tested flow probe was returned to the customer site after passing all tests per procedure. Review of the device history record for the centrimag flow probe, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 3 "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the issue resolved after exchanging the centrimag system.